Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found the drill chuck was stuck open and would not close. It was further discovered that the device could not lock/secure the cutter device. Therefore, the reported condition was confirmed. The assignable root cause was determined due to improper cleaning and care. This is further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that post-surgery, it was observed that the chuck with key device would not tighten or loosen. It was further reported that the key part of the device was stuck. During in-house engineering evaluation, it was found that the drill chuck was stuck open and would not close. It was further discovered that the device could not lock/secure the cutter device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.